Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error and had to rewind the insulin pump more than once per prime. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump received failed battery test and unexplained no delivery alarms. The customer also reported that the they had to change out batteries more than once a week and backlight was more dim. The insulin pump will not be returned for analysis.